Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the ventilator and verified the reported issue. The fse replaced the graphic user interface (gui) printed circuit board (pcb) and backlight inverter printed circuit board (pcb), which resolved the reported issue. The device then passed all testing.

Event description:
It was reported that when a ventilator was turned on, the alarm would continuously sound and the display was blank. The ventilator was not on a patient at the time of the event.